Event description:
It was reported that difficulty was encountered when attempting to place the dynalink around the iliac bifurcation and into a left common iliac for stenting. However, the dynalink was successfully deployed and the procedure was continued to treat a lesion in the right leg. During the procedure, the left leg was again visualized and it was noted that the dynalink stent had separated and broken in half, about 20mm from the proximal end. There was also an 80% to 90% restenosis in the stented area. A second dynalink was inserted and deployed in the broken stent to treat the vessel.